Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system's images were likely unusable and/or interpretable. There are no reports of patient injury or death associated with this event.